Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).

Event description:
Adverse event(s): ¿no patient harm/impact (no consequences or impact to patient). Product problem(s): ¿system message displayed¿ (device displays error message). The surgeon reported a system message displayed during surgery. The system was rebooted and the case was completed as planned. No patient injury was reported.